Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (2gm, route, frequency and duration were not reported) and meropenem injection (500mg, route, frequency and duration were not reported) both were ongoing for peritonitis. Eight days after the event onset, the patient recovered and antibiotic treatment was discontinued. Pd therapy was ongoing. No additional information is available.